Event description:
Ous MDR - after an implantation time of about 1 year, high pacing threshold values were reported. A lead defect was suspected. The lead was explanted and returned to biotronik for analysis. No worsening of the patient¿s state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, mechanically, and electrically. During the visual inspection, a deformation was found at the fixation screw of the lead. This damage is probably a result of excessive mechanical stress during the operation. The analysis did not show any other deviations that could be related to the clinical complaint. The measurement values of the electrical analysis, in particular, were within the technical specification. There were no indications of a material defect or manufacturing error.